Event description:
During a percutaneous coronary intervention, the cypher select plus stent could not cross and its struts got open. Another drug eluting stent (des) was placed without any difficulty. The circumflex lesion was tortuous and it was adequately pre-dilated. No pt injury was reported with the event.

Manufacturer narrative:
Please note that this event is being reported late due to system issues. The product will not be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.